Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not powering on. A field service engineer (fse) found full height drawer 5 was not detected on the bus. Further, the fse replaced both the drawer controller and the pyxibus module controller, configured the new controller in the application and tested it in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not powering on. The customer stated that this malfunction occurred while dispensing the medication and the nurse managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.